Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had an unresponsive escape button due to corroded keypad traces. The functional tests could not be performed. The insulin pump had a cracked display window, a cracked case at the display window corners, a broken reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the keypad was unresponsive. The customer stated there were no instances of moisture exposure or the insulin pump being dropped. Her blood glucose was 240 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.